Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 419 mg/dl at the time of the incident. Customers mother checked patient at 1 am and everything was fine but then patient woke up with ketones. Customers mother stated that infusion set dangling by the sticky with cannula removed from the body. Customers ketones reduced by lunch and patient felt better by dinner. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The device will not be returned for analysis.